Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet pump due to a clip that was not secured, resulting in a cracked screen that impeded visibility for announcing meals while blood glucose remained within range; the device issue involved a damaged display and external enclosure. Symptoms included no adverse clinical effects. Outcomes included continued therapy management using the cgm application while awaiting replacement. Investigation included collection of event details and device return for evaluation. Investigation of this device revealed physical damage consistent with accidental impact, with no evidence of an internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced damage from an external mechanical impact.